Manufacturer narrative:
Batch review performed on 23 october 2020, lot 1906893: (B)(4) items manufactured and released on 10-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, 100 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 7 months after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.